Event description:
Procedure type: lap paraesophageal hernia. According to the reporter: the stapler did not staple tissue when fired. Handle was very sticky and stiff to use. Another device was opened. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).